Event description:
22 gauge insyte autoguard device inserted and during removal resistance felt. Catheter tip was sheared resulting in a minor surgical procedure to successfully retrieve the catheter fragment.